Event description:
It was reported that the patient had both their generator and lead removed as the vns was uncomfortable for them. The explanted device has not been returned back to the manufacturer to date. No other relevant information has been received to date.